Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump's loss of prime alarm occurred more often than expected by the user. The patient has used multiple supplies from different boxes and the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: during investigation, the pump history was reviewed and showed all loss of prime warnings were due to routine cartridge changes. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor calibration was found to be within reqired specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. Unrelated to the complaint, the display screen was observed to be dim and discolored and the battery compartment was cracked at the case seal. The loss of prime issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.